Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a diagnostic laparoscopic procedure. Reportedly, the safety shield would not retract. No pt injury reported.